Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported that she developed a clot due to a tube sock that her sister cut and tied to her arm to protect the PICC. Patient stated that md does not contribute clot formation to PICC but to restriction from additional external securement. The clot was 2" inches below the PICC line. The PICC line was removed. Symptoms are resolving. Patient is receiving blood thinners and will have new PICC line placed in opposite arm as soon as md approves insertion. Discussed external securement options with patient. Patient verbalized understanding and would discuss with facility when new PICC inserted.